Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported their recharger is not acting correctly it has an orange light on this happened once before and it said malfunction something. Worked with patient to first use their pt therapy device to synch with their implanted neurostimulator and patient was successful to do a check and confirmed therapy was on, their ins battery was 70% charged. The patient said on sunday they noticed they had to go to the bathroom had to recharge and use the control equipment to turn therapy back on but they are still had to go to the bathroom. Reviewed some interstim therapy optimization information and redirected to their doctor.